Event description:
Related manufacturer report numbers 1627487-2022-03190, 1627487-2022-03191, and 1627487-2022-03192. It was reported that the patient was not receiving effective therapy from their system. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgery on (B)(6) 2023 wherein the patient's left occipital lead was explanted and replaced.

Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. The patient's lead was replaced and effective stimulation was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.